Event description:
Customer called to report the pump's driver block had a missing silver piece, which holds the driver arms to the driver block. It was stated when the customer looked at the driver block, the pin was hiding and there was a gap in between the driver arms and the driver block. Customer reverted to back plan.